Event description:
Reportedly, the device was explanted in 2008, due to tissue/pannus growth on the ventricular (in flow) side of valve that limited flow. The implant date is unknown; however, the device was replaced with 2650 sav valve.

Manufacturer narrative:
The device was rec'd in 2008; however, the evaluation has not been conducted. Device not returned.